Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The manufacturer received information from uno legal litigation on 09/25/2023 this device is to be included in the recall. The patient alleges new or worsening asthma, lung disease, and cancer. Boxes b, e, and h have been updated to report the new information.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log.